Event description:
This report is being submitted in response to customer's report to FDA. Tip of device broke off into pt's shoulder but was retrieved. User facility's medwatch report states: "suture lasso broke off inside pt's shoulder during arthroscopic shoulder repair. Broken metal piece retrieved without adverse effect to the pt." This device is used for treatment.

Manufacturer narrative:
Evaluation determined the sharp edge portion of the tip used to puncture tissue is slightly bent. This suggests the user may have hit bone while trying to pass it through tissue. Enough force was used to bend and break the tip of the device during use. This event was attributed to misuse.